Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they were in the hospital last wednesday and the hospital put in a catheter because their bladder was so full. The patient stated that since their bladder was so full, they are concerned that their device is no longer working. Patient inquired on whether or not recent foot scans could have effected their implant, agent reviewed compatibility guidelines and redirected to hcp. Patient states that the catheter is driving them crazy and they are going to see the their managing hcp tomorrow to discuss their concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify ¿device not working¿ patient reported there was no device malfunction. There is a stimulation output issue. Bladder not emptying. This was not caused by normal battery depletion. Cause was not determined but likely cause was change in patient bladder depletion. Steps taken were 4 new programs were created to try each for a month to see if one of them would work. The issue was not yet resolved. Unknown if patient experience urinary retention prior to device use or if it was worsened. Eventually they did have retention that was 10-11 years ago after they were diagnosed with multiple sclerosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they'd had the implanted system for "12 years" and noted their medical history included that they had to self-catheterize prior to getting the implanted system but since they had the implanted system they never had to self catheterize all these years they'd had the implanted system until they went to their health care provider (hcp's) office probably a week to a week and a half before they were admitted to the hospital for an unrelated cause (metapneumovirus (hmpv) )and their hcp told them they were retaining urine and needed to self catheterize. The patient stated they told their hcp "no I'm not, I don't need to cath" but then when they had to be admitted to the hospital for the unrelated hmpv, patient stated "they must have seen my hcp's report from a week to a week and a half ago about how he wanted me to cath" so all of a sudden at the hospital "I was screaming in pain because they were shoving this catheter on me with a big honking bag on it." Patient stated they got out of the hospital with the catheter still attached and had to set up an appointment to go see their hcp again in probably the 3rd or 4th week in may 2024 where they met with "one of your gals" with the manufacturer (rep) though the patient could not recall the rep's name,) and the rep added in a couple more programs for the patient. Patient stated they took out the catheter from the hospital and ordered the patient regular catheters that they had to start using and patient stated they had to cath twice a day now. Patient stated they asked their hcp "isn't this therapy supposed to help my retention?" And the patient stated the hcp told them "not always." Patient stated they'd been working their way through the programs and they didn't seem to be clearing their issue and they still had to cath. Patient stated they'd tried each of the new programs and they were still having to cath. Patient stated they no longer measured their retention anymore but they did not empty themselves after they go to the bathroom. Patient services asked the patient if they'd had any traumas or falls that could have led to the issue and the patient stated they hadn't had any falls but that they've had all kinds of stuff done in the last few months and they had always wondered if they had a scan of some kind done where that should have been deactivated and they didn't tell the patient about it or ask them about if they had the device. Patient stated they always had about 200 ccs now when they would go to cath and that they would usually have a little more when they would cath in the morning after waking up and then they'd go to the bathroom during the day like normal and then cath before bed and again have around 200 ccs. Patient services reviewed device description/function, therapy expectations and programming considerations with the patient as well as redirected the patient to follow up with their managing health care provider to further address the issue and to check the implanted system as needed. Patient stated "if it's supposed to just help by 50% or greater then maybe that's what it's doing but I just never had to cath in all these years until now" and mentioned that they had diabetes and that with cathing also came having utis like they would have in the past when they had to cath before they got the implanted system. Patient stated they had another appointment with their managing health care provider (hcp) in another two weeks or so, so they would continue to work with their hcp about their concerns and monitor their symptoms. Documented reported event. No further action was taken by patient services.